Manufacturer narrative:
Spacelabs is waiting to receive the subject device to start our investigation. No one has been injured as a result of this alleged malfunction. We will provide a supplemental report once our investigation is complete.

Event description:
Spacelabs received a report that an ultraview sl command module produced non-invasive blood pressure up to 300 mm/hg, until the biomed manually deflated it.